Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the capsule fell off in the patient's mouth as the delivery system was being removed from the patient. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure which showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule. A repeat procedure was performed.